Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8711, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 651 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to spinal cord injury. It was reported that on (B)(6) 2018 the patient was having a scheduled pump replacement. During the surgery the hcp was unable to aspirate cerebrospinal fluid from the catheter. It was determined the catheter was not patent and was not delivering the expected dose of medication to the patient. The catheter was surgically replaced at that time. A contributing factor was noted to be a large amount of weight lost by the patient which resulted in a large amount of loose skin in the patient's abdomen and a dramatic change in the pump's location and orientation. No patient symptoms were reported. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-may-25. It was reported that the catheters were retained by the hospital and would not be returned. The cause of the inability to aspirate was unknown. No further complications were reported.